Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.